Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding vibrator hardness board causing the blank display. No moisture damage on electronic assembly therefore, electronics was placed in a test board for download. Unit was downloaded successfully using thump software. During download history review using adapt tool it was determined that pump error 35 was recorded on 09-nov-2021 at 03:20. Pump error 35 was caused by moisture damage on force sensor gold traces. Unit also receive with cracked case(battery tube), cracked case on battery side, and pillowing keypad overlay. In conclusion, unit came in with blank display due to corroded electronic vibrator motor hardness board therefore, electronics was placed in a test board for download. After successful download pump error 35 was recorded due to force sensor damage traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.